Manufacturer narrative:
Evaluation summary: customer reported the borescope test found scratches inside the insertion tube. The customer stated the scope is passing the leak test. Therefore, we checked the returned unit and confirmed that the insertion flexible tube (ift) was buckled. Based on the result, we concluded that it was caused due to the physical damage applied on the insertion flexible tube (ift). In addition, we confirmed that the operation channel cut, the remote control buttons perforated, the light guide cable buckled, the suction channel resistance, the light guide cable cracked, the distal body chipped, the remote control buttons perforated, the remote control buttons perforated, and the air/water channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope eg29-i10. In the event reported the user stated the borescope test found scratches inside the insertion tube. The event timing is was during biomed inspection. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model eg29-i10-us is available in the USA with a 510k number k190805. The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was confirmed. Inspection findings are as follows: insertion tube buckles at end of root brace; umbilical cable buckle at umbilical connector side; suction tube resistance; passed dry leak test; umbilical cable crack at root brace; passed wet leak test; customer complaint confirmed; operation channel- primary slice by accessory; hole in # 4 remote control button cover; air/ water socket cylinder o-ring chipped; distal body chip at channel opening at thinnest part; air delivery tube kinked; hole in # 4 remote control button cover; hole in # 1 remote control button cover. The device is in the process of being repaired where all defects found will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.